Event description:
A talent abdominal stent graft system was implanted into a patient for the emergent endovascular treatment of a ruptured 6 cm abdominal aorta aneurysm. The aneurysm was 15 mm below the renal arteries and was severely calcified and moderately tortuous. The proximal aortic neck was 20 mm in diameter. The iliac arteries were severely calcified and moderately tortuous. The patient also had a history of coronary artery disease with interventions. It was reported that after the patient presented emergently with a contained ruptured aneurysm, a talent abdominal stent graft was implanted without issues. The patient expired 2 hours post-operatively, and an autopsy was performed that revealed that the stent graft was intact. The physician has commented that the death is not related to the device but rather related to the patient's coronary artery disease.

Manufacturer narrative:
Evaluation results: (death), (pre-operative rupture, history of coronary artery disease), (treatment of a pre-operative rupture). Conclusions: (pre-operative rupture, history of coronary artery disease).